Event description:
It was reported that a (B)(6) female patient presented with a broken humeral nail. The patient was originally implanted (B)(6) 2012. On (B)(6) 2015, the patient underwent hardware removal: nail, end-cap, two locking screws and spiral blade. Antibiotic cement beads were placed for possible infection. Patient status was reported as okay. The provided x-ray was reviewed by the manufacturer and it was noted that the nail breakage could be confirmed. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown when the nail broke. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6830855 of ti spiral blade 40mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6664549) met all specifications except that the ends of the bars were painted. Both leading and remnant ends of the bar are cut off and discarded, so this anomaly had no effect on final product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.